Manufacturer narrative:
It was originally reported that the mattress slid off from the stretcher. Upon further clarification from the user facility, the mattress did not slide off from the stretcher. It was identified that the mattress was moving out of position on the litter. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was alleged that the mattress slid off from the stretcher. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that the mattress slid off from the stretcher. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.